Event description:
Pt had brief episodes of syncope x1 day. On 7/15/96, pt experienced a frank episode of syncope with loss of consciousness. The pt hit hos head in the process causing a laceration due to multiple pauses requiring surgical replacement of the pacer generator due to malfunction at lead connection.